Event description:
During an elective procedure, it was noticed that the implant gelsoft graft had developed multiple pseudo-aneurysms and perforations through a section approx 10cm in length. One of the ruptures was described as being "the size of a lemon" and about 3 cm in length. The graft has been implanted in the pt for 13 years. Approx 10cm of the graft was explanted and a new section of graft re-implanted using a new vascutek gelsoft knitted product. This occurred under general anesthetic during an operation which lasted about 2.5 hours. The only anti-coagulants prescribed were at the time of clamping, preoperatively. The surgeon indicated that he believed the event could possibly be caused by a vascutek product.